Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor with bent cannula. Blood glucose level at the time of the incident was 500 mg/dl which was treated with injection. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The sensor will be replaced/returned for analysis.